Manufacturer narrative:
Preliminary investigation information indicates that an expired bur guard was used in this event.

Event description:
During a bone graft procedure, the patient sustained a second degree burn to the lip. Ice and ointment were applied to the burn. The procedure was completed with other equipment.